Event description:
The customer reported that the spectrum pump "failed the accuracy test." There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The reported symptom of "pump fails accuracy test" could not be reproduced. The unit passed flow rate test per the spectrum preventive maintenance procedure and was found to deliver within specification. Additional flow rate tests were performed with the device passing. No malfunction could be identified.